Event description:
Convatec sales rep was informed by (B)(6), the wound ostomy and continence nurse (wocn) of the reporting facility, that while attempting to insert 3 flexi-seal control product into a (B)(6) pound male pt for loose stool and protection of the sacral wound from stool contamination, the staff nurse experienced difficulties in inflating the balloon on each attempt for all 3 flexi-seal products. The problem experienced by the staff nurse indicates that she was only able to inflate 5ml to 10 ml of fluid before the control indicator popped up on all 3 devices.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. The convatec sales rep states that he did review proper positioning of both product and pt, who was sitting up in a sling during all 3 insertion attempts. The nurses were also educated in the proper usage of the device. In addition, it is reported that the pt declined to have further insertion attempts performed by staff nurse. The convatec sales rep has requested to replace product. Lastly, there was no report of the pt being harmed as a result of this malfunction. No add'l pt/event details have been provided to date. A return sample for eval is not expected. Should add'l info becomes available, a f/u report will be submitted. Reported to the FDA on (B)(4) 2013.